Manufacturer narrative:
H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: glare and/or halos is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault, glares/haloes and blurred vision. Reportedly, "the av in the eye with low vault is 20/20 but the patient reports discomfort with lights and great difficulty in near vision". The lens remains implanted. The cause of the event was reported as unknown. Cause details provided: " the size 12.6 was recommended by ocos. The patient has difficulty in near vision in that eye". If additional information is received a supplemental medwatch report will be submitted.